Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had an audio issue. The customer stated they could not hear the alert. Customer's blood glucose value was not provided at the time of the incident. Customer declined to troubleshoot. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.

Manufacturer narrative:
No cal not accepted messages, change sensor alerts or calibration errors anomalies noted during testing. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test sensor glucose value was displayed on the sensor glucose graph screen. Device passed displacement test and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.